Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not returned / not received.

Event description:
It was reported that patient's right hip was revised due to pain and audible noise. Patient was revised from a ceramic head and liner to a 36 +5 ceramic head with 36e poly liner.